Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).a manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was observed. Powered on the device and activated clamp by removing disposable. H-31b air detector clamp get stuck in air in line detector. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replaced solenoid and solenoid bracket.

Event description:
It was reported that the device's clamp is stuck in air line detector. No patient injury was reported.